Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dates estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Literature: "endocarditis after interventional repair of the mitral valve: review of a dilemma." (B)(6).

Event description:
This is filed to report endocarditis and death. It was reported through an article identifying patients who developed infective endocarditis (ie) after the mitraclip procedures. Details are listed in the article titled "endocarditis after interventional repair of the mitral valve: review of a dilemma." The patient developed fever 8 days after mitraclip procedure in which two clips were implanted. There was no significant reduction of regurgitation. There was rise in the inflammatory markers with signs of pneumonia (fatigue), and signs of a peripheral venous catheter infection. Antibiotic treatment was initiated. Blood cultures showed tazobactam sensitive s. Aureus on day 9. The patient was discharged after 10 days to start rehabilitation. Two days later, the patient was readmitted with fever and bacterial infection. Blood cultures contained s. Aureus. Echocardiogram revealed a highly mobile mass attached to the ventricular pacemaker lead and mitral valve. Antibiotic therapy was initiated. Mitral valve replacement surgery was performed 14 days later and an epicardial pacemaker system was placed. The antibiotic regimen was continued. On the day of hospital discharge, the patient became unconscious and resuscitation was initiated. Echocardiogram, blood tests and cerebral computed tomography were without pathological findings. The patient died as a result of multi-organ failure the following day. Autopsy did not provide a verisimilar explanation. No additional information was provided.

Manufacturer narrative:
(B)(4). Unique device identifier (UDI): the UDI is unknown because the part number and lot number was not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effects of death, endocarditis, fever, infection and thrombosis as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.